Manufacturer narrative:
Reporter phone #: (B)(6). Philips is in the process of obtaining additional information and the complaint is still under investigation. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a speaker malfunction. It is unknown if the device was in clinical use at the time of the reported event. There was no patient/user harm reported.

Event description:
The customer reported speaker malfunction alarm is showed. It is unknown if the device was in clinical use at the time of the reported event. There was no reported patient impact / injury. The device was checked and there was a failure of the speaker assembly. The speaker assembly was replaced and the device remains at the customer site.

Manufacturer narrative:
The customer reported speaker malfunction alarm is showed. It is unknown if the device was in clinical use at the time of the reported event. There was no reported patient impact / injury. The device was checked and there was a failure of the speaker assembly. The speaker assembly was replaced and the device remains at the customer site.